Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with a total of 5mls of juvederm vista voluma xc juvederm vista volbella xc into the temples and forehead. On that same day, a clinical staff member noted a change in color in the patient's temple area, which was suspected to be an embolic event. A total of 600 units of hylenex were injected over the course of the next hour and event reportedly resolved that same day.